Event description:
It was reported that the patient received inappropriate shocks. The right ventricular (rv) lead had oversensing. Follow-up information noted that the lead failure was likely due to being placed across a mechanical tricuspid valve. The detections were turned off. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant product: 5076-45 lead, implanted (B)(6) 2005. (B)(4).